Event description:
The patient was undergoing a robotic total laparoscopic hysterectomy with bilateral salpingectomy. The wires on the instrument broke. The fragments were retrieved from the patient's abdomen.